Event description:
During placement of trial leads the dura was punctured and there was bleeding in the epidural area. The pt was having a trial stimulation system placed for neuropathy of the lower extremities. The dura was punctured during the procedure but the system was placed. Post implant the stimulation was tested for approx two hrs with increased pain. The stimulation was deemed innefeective and the leads were removed. The pt remained in the ICU for an unk time with and eqidural hematoma and shooting pain. No additional info on pt symptoms or outcome despite repeated atempts to contact the hcp.